Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a locking titanium adapter leaked. This event occurred during peritoneal dialysis therapy night treatment. The patient received a replacement the same day. The titanium adapter was inserted together with the peritoneal dialysis catheter approximately 5 months ago. Prophylactic antibiotics were administered. The exact location of the leak was not determined. There was no report of patient injury or medical intervention associated with this event. No additional information is available.